Event description:
The customer reported, the system had calibration issues. No report of pt or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was performed. The system was then found to be working as intended.